Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 400 mg/dl, almost 500 mg/dl, 478 mg/dl. Customer stated that customer changed infusion set then blood glucose was over 400 mg/dl which was treated with insulin, but it was not working, changed site then again treated with insulin pump, but blood glucose was almost 500 mg/dl, then blood glucose went to 278 mg/dl, 280 mg/dl and at the fingerstick reading for blood glucose was 478 mg/dl. Customer stated that cannula on infusion set was bent and auto mode was not active during high blood glucose event. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.